Manufacturer narrative:
The field service engineer cleaned the analyzers fluidic path and performed thorough maintenance. Data logs from the instrument were analyzed. The error was caused by a clot introduced with the sample at 17:30, and affected ph and the reference dependent electrolytes (k+, na+, ca++, and cl-). The last qc was performed 07:41 in the morning, and was ok. The last calibration was performed 16:03 and was ok. The error was detected with the following qc at 18:59, and all following qc results were marked with errors for ph, k+, na+, ca++, and cl-. The operators manual states the following warning (p.12-2; 'sampling devices and procedures'): 'warning - risk of erroneous results. Always meticulously follow the sampling procedures described in this chapter. Failure to follow these procedures may introduce clots or air bubbles in the sample and yield erroneous results.'

Event description:
One pt sample analyzed (B)(6) 2011, 17:30 yielded ph 6,89, potassium 11,5 mmol/l, chloride 11 mmol/l. A comparison measurement from another instrument performed one hour later yielded ph 7,38, potassium 3,6 mmol/l, chloride 109 mmol/l. As qc and calibration results were ok, the analyzer's status light was green.